Event description:
Per the clinic, the patient developed an infection near the implant site and subsequently was treated with topical antibiotics (specific date and duration not reported); however, the issue could not be resolved. Subsequently, the patient underwent a revision surgery on (B)(6) 2025 (specific date not reported) to clean the infection and try to salvage the implant. The infection has now resolved and the implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported) due to recurring infection. It is unknown if there are plans to reimplant the patient as of the date of this report.